Event description:
As reported by the field clinical specialist (fcs), post transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, it was noted the tip of the esheath+ was severely bent and chewed up and that the valve seemed to jump as it exited the sheath.per follow up from the fcs, is it believed the damage occurred as the valve exited the tip of the esheath+; resistance wasn't noted during insertion of the esheath+ or delivery system, there were no difficulties during delivery system withdrawal or esheath removal, the esheath+ wasn't torqued, and the patient remained stable without any injury. Per pre-decontamination evaluation, the sheath distal tip was found to be torn.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was returned for evaluation. Correction to h6, update to h10. Per additional notes, the perceived root cause for the valve "jump" as it exited the esheath+ was ''perhaps there was stored tension in the catheter and it popped when exiting the sheath''. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. Sheath distal tip tears resulting from improper tip expansion and interference between the valve and sheath tip during advancement of the delivery system has previously been documented in pre-existing product risk assessment. Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspections to the sheath shaft components and esheath final assemblies, visual inspection, and product verification testing on finished devices) are captured in the pra. Content was reviewed and these mitigations remain applicable to the manufacturing of the complaint device. In addition, review of the work order confirmed that the device lot passed the pv expander insertion force test with the calculated utl (upper tolerance limit) below the usl (upper specification limit). The device lot also passed the pv sheath shaft to soft tip tensile force test with the calculated ltl (lower tolerance limit) above the lsl (lower specification limit). These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The returned device was visually examined, and the following was observed. The liner fully expanded; distal tip torn radially and opened along axial score line. Hdpe material tied to radial tear is stretched/deformed. This observation may be associated with customer's report of ''tip of the esheath+ was severely bent and chewed up.'' The slanted score line was present as well as soft tip damage. No additional abnormalities, including kinks, were noted on the sheath. Due to condition of the returned device (liner fully expanded as designed, distal tip torn), no applicable functional and dimensional testing were able to be performed. Provided 3mensio was reviewed, revealing the patient's left access was characterized by tortuosity as well as concentric calcification in the bifurcation region. The following instructions esheath+ IFU, commander IFU, device preparation training manual and procedural training manual. No IFU/training deficiencies were identified. Although the complaint for the distal tip torn was confirmed, a complaint history is not required, as the issue has been previously identified in a pra and CAPA, which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The tip tear was confirmed based on returned product evaluation. However, no manufacturing non-conformance was identified. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''post transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, it was noted the tip of the esheath+ "was severely bent and "chewed up" and that the valve seemed to "jump" as it exited the sheath.'' Returned product evaluation revealed radially torn tip with appreciable hdpe stretching. This failure mode is characteristic of sheath tip tear events as described in the pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to distal tip tear/separation. In addition, imagery review revealed presence of tortuous access vessels as well as concentric calcification in the bifurcation region. Tortuosity could lead to non-coaxial alignment between the crimped valve and the sheath, causing the thv struts to catch on distal tip, leading to a tear. Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) may have contributed to the reported event. However, a definitive root cause is unable to be determined. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same. In this case there was no patient harm as the distal tip tear was observed after removal from the patient. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit for april 2024. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. Corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, reducing gap distance variation, which was implemented. While the sheath from this complaint event was manufactured after the corrective action, re-escalation threshold was not exceeded. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.